Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that the episode exhibited a wandering baseline which resulted in oversensing and the inappropriate shock delivery. The type of noise observed is consistent with the release of entrapped air either around the electrode or device or from the connector block. The ts consultant provided further information on how to avoid this issue from occurring in the future. This information was communicated to the field representative to provide to the physician. The s-ICD remains implanted and service. No adverse patient effects were reported.